Event description:
Customer went to the emergency room and was subsequently hospitalized with a low blood glucose (bg) level of 30 mg/dl. Reportedly, the pump initiated the load fill tubing sequence without user input; however, this could not be confirmed. Customer consumed carbohydrates to initially address bg. At the hospital, healthcare providers administered intravenous fluids of saline to treat bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage.